Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an axios stent and delivery system was implanted to treat a pancreatic fluid collection during a cystgastronomy procedure performed on an unknown date. According to the complainant, the stent was implanted successfully. Approximately 7 weeks post stent placement, during a scheduled procedure to remove the stent; the physician noted that the stent had migrated into the cyst cavity. The physician removed the stent with forceps. Reportedly, the fluid collection had resolved as the fluid had completely drained. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.